Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also, found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that he had a sensor needle break off into the serter. The customer also reported receiving calibration errors and change sensor errors. Blood glucose level at the time of the incident was 154 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.